Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in january 2024, reported as "over the past week or so." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set could not be connected to the cassettes. This was observed during setup of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.